Event description:
It was reported the patient is deceased and the right ventricular (rv) lead exhibited undersensing of fine ventricular fibrillation (vf) on the date of death. Additional information related to the cause of death was requested and not received. The lead remains in the patient.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.